Event description:
The home pt's mother contacted baxter's technical service center with a concern that the machine may deliver more fluid than prescribed. The mother reported receiving a check pt line and a slow flow pt alarm repeatedly with the homechoice (hc) machine. The mother stated that the home pt (hp) fills with 250 ml (pt's programmed fill volume). When the slow flow, pt or check pt line alarms are received, the fill volume appears to be at 250 ml. The technical service rep (tsr) arranged for a swap of the hc machine. The mother will program the new machine when it arrives. There was no pt injury or medical intervention indicated at the time of the initial report.